Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. The lead located at t8 was found to be fractured. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.

Event description:
Additional information received indicated the patient's lead located at t7 (from the same lot as the lead located at t8) was also removed and replaced. It was unclear if the lead had migrated, however the physician felt lead placement was not ideal and elected to remove and replace it along with the lead located at t8.